Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant, it was noted that the left ventricular lead had dislodged. Due to the patients physiology, a lead revision was not attempted. The device was reprogrammed to right ventricular pacing.